Event description:
The customer reported that the probe of the ortho provue analyzer was bent and leaking fluid. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the probe was bent. The fe replaced the probe and performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).